Event description:
A part at the entrance of the forceps channel broke off and fell off. It fell off inside the body and the fallen piece could not be retrieved. The procedure was completed without any damage to the patient's health.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3). The device was evaluated by olympus, and the rubber valve inside the biopsy valve was missing. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to repeated insertion and removal of the endo-therapy accessory, etc. Subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing them to fall off into the patient's body. However, the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: -9.4 feeding and aspirating solution with a syringe "insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary." -9.5 inserting and withdrawing the endo-therapy accessories "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Additionally, olympus also confirmed that the maj-210 medical device package insert states that inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. It was confirmed that it states that this may cause the forceps plug to break and pieces to fall into the patient body. Olympus will continue to monitor field performance for this device.